Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with aortic valve stenosis and new york heart association functional class ii underwent a transcatheter aortic valve implantation procedure with a 26 mm valve. The patient had a medical history that included hypertension and renal failure not requiring dialysis, and was receiving ongoing pharmacological therapies including statins. A standard electrocardiogram performed prior to the procedure showed no abnormalities. Following the implant procedure, a post-procedure electrocardiogram showed third-degree atrioventricular block, and a pacemaker was implanted; the patient was reported to be pacemaker dependent. Periprosthetic insufficiency graded as 2 was reported. The patient stayed in the cardiac intensive care unit for 1 day and was later discharged to a rehabilitation clinic with a reported length of stay of 15 days. No late postprocedural complications were reported.